Event description:
Customer reported they have been getting incorrect zero results for random pt samples. The incorrect results were not used to guide pt therapy. The field service representative found the sample probes were loose and the lld cables required cables required replacement.